Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that, they had problems trying to calibrate rubella on the axsym analyzer. The calbrators were near the expiration date and were failing with errors related to precision such as range too large and cal a/b ratio too large. The abbott customer technical advocate (cta) asked the customer to replace and calibrate the sample pipettor and to decontaminate line 1 and replace solution 1 with a new bottle. The customer performed the recommended actions without resolution. The abbott field service technician checked the pumps for leaks or damage, replaced the syringe and pump valves and performed tubing decontamination. A recalibration was performed and failed again. The cta asked the customer to centrifuge the calibrator and then recalibrate using the supernatant. The calibration passed. No impact to patient management was reported.